Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The test transmitter communicated properly to the insulin pump. No unexpected lost sensor alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose value was 332 mg/dl. The customer's current blood glucose was 496 mg/dl. The customer treated with a bolus. The customer stated that the drive support cap stuck out. The customer declined to troubleshoot for high readings. The product was returned for analysis.